Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a constant occlusion after 3 minutes during phacoemulsification while performing a cataract procedure. The procedure was completed with a back-up product without any patient harm. No additional information is expected.

Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record (DHR) shows the product was released per specifications. The returned sample was visually and functionally tested and passed testing, no occlusion was found during testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that this sample met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).